Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record showed the device had a manufacture date of 17sep2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. There was no patient involvement. Recall number added : z-2909-2020.

Event description:
Cracked screen. (B)(4). There was no patient involvement.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
Cracked screen. Other - other- specify in comments. Dy02 - display- failure. Kp02 - keypad- damaged. There was no patient involvement.